Event description:
Very disappointed in this product and the service provided in making the change to the new pump. I've worn an insulin pump for years, but after this experience, I have gone back to taking the shots several times a day. This company has definitely dropped the ball with me!